Event description:
Reporter alleged obtaining discrepant blood glucose results of 191 mg/dl back to back with a result of 418 mg/dl when testing was performed on the advantage system. The exact time frame between testing was not provided other than the reference to back to back testing. No add'l medications taken based on the device reading. No adverse event. A request was made for the return of the suspect product and replacement product was sent.